Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted set screw mark on the terminal pin and the tip and tines appeared intact and undamaged. Laboratory testing was unable to reproduced the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information obtained from the field representative indicates that lead dislodgement was first verified by an increased in threshold. In addition, fluoroscopy showed that the lv lead was all the way into the pocket with the device. The lv lead was explanted. No additional adverse patient effects were reported.